Event description:
It was reported that this right ventricular lead had perforated the right ventricle. It was noted that this patient experienced pleural effusion and pericardial window was performed to drain pericardial fluid. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to fields: h6: impact codes.

Event description:
It was reported that this right ventricular lead had perforated the right ventricle. It was noted that this patient experienced pleural effusion and pericardial window was performed to drain pericardial fluid. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.